Event description:
It was reported that cartridge alarm 20 occurred while pump was in use and did not happen during cartridge loading, with no previous similar alarms reported for this pump. There was no adverse impact to the customer¿s blood glucose level. Caller received guidance on proper cartridge loading technique, successfully loaded new cartridge, and was able to resume insulin therapy, and original cartridge lot information was not available.